Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the customer stated that on one of the surgeon side consoles (ssc), the right blue pedal did not always function or activate. However, they were able to complete the procedure using the second ssc on the system without any issues. The customer reported event has no report of patient injury.

Manufacturer narrative:
This unit was returned for failure analysis with a report that the right blue pedal would intermittently not work. This issue was replicated on-site. System logs were checked, but nothing related to the reported issue was found. Troubleshooting was performed, and the issue was isolated to the foot tray. The foot tray was replaced to address the reported issue. A visual inspection was conducted, and no problem related to the reported issue was found. The lighthouse/aperture was checked, and nothing related to the reported issue was found. The foot tray was installed on an internal eft system, and the right blue pedal on the foot tray functioned as designed. The reported issue could not be replicated during system testing. The root cause has not been determined at this time.

Event description:
Refer to h11 for follow-up information.